Event description:
It was reported by the customer that a pyxis medstation es system was shut down and not turning on. This incident resulted in a delay in patient care of about 15 minutes and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the device had a black screen and could not turn on due to a connection failure with medcart pyxibus cables the field service engineer stated that there was delay in dispensing the medication to patient. After various attempts, including unplugging and replugging the auxiliary cabinet and drawer 1, the device eventually powered on. The engineer found no exposed wires on the pyxibus cable but observed the application restarting when moving the auxiliary or main cabinet. Upon opening the back panel, the engineer discovered assorted medication contacting the controller boards, except for drawer 1. The problem was ultimately resolved by by clearing the debris and properly reseating the medcart pyxibus cables. The system functioned as intended after the field service engineer troubleshooted the device.